Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold insulin. Tandem technical support informed the customer that cold insulin is off-label per the tandem user guide. Customer changed infusion set and cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.